Event description:
Infusion pump was being transported to the patient's bedside when it detached from the pole clamp assembly and fell on the thumb of the nurse who was moving the pump. The pump was not in use or connected to the patient at the time. The nurse developed a hematoma under thumbnail, but no medical intervention was performed.